Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 460 mg/dl. Customer's current blood glucose was 368 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using automode feature at the time of incidence. Customer stated that cannula was bent. The insulin pump will be returned for analysis.